Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. Dislodgement was confirmed through a fluoroscopy, which showed that the lead was in the ventricle. The patient; however, was not dependent on atrial pacing. The physician was able to reposition the ra lead without further issues. Additional information received from the field representative indicated that the fluoroscopy was done on the same day of the repositioning. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.